Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13369. It was reported the patient experienced a headache post-perm procedure. The physician noticed a cerebrospinal fluid (csf) leak during the implant procedure. Follow-up identified the patient's headache resolved on its own.